Event description:
This report follows up on our previous reports about this issue.currently I have ten more products with this leaking. I have returned them to bard. We are working with them to try and indentify the source. We have noted that this facility adds an extra layering of packaging to the original bard kit. We do this to include products that our catheter infection team felt was needed to decrease the rates of urinary tract infections (uti)'s. The added products are put in a large plastic bag then the sterile bard kit is also put in the bag and this bag is then resealed by (B) (6) and then sent to (B) (6). We are the only site doing this extra process. All events occur in the critical care units. The events involve both temperature sensing and non temp sensing foley kits. We are currently still trying to ascertain a solution. The manufacturer's response for bard complete catheter kits is we are working to resolve this issue.